Event description:
Additional information was received that the handheld and flashcard were returned to the manufacturer for evaluation. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was initially reported that the physician's handheld is not holding a charge. The serial adaptor cord appears to not be damaged or loose. It appears to be charging while plugged in but dies as soon as it is unplugged. The wand was confirmed to be working correctly. Good faith attempts for product return have been unsuccessful to date.